Event description:
The following was reported regarding the johnson (jnj) intraocular lens (iol). The patient¿s husband called to report that his wife has a johnson and johnson iol implanted in both eyes. This report is for the left eye. During the initial phone call his wife (the patient) joined the conversation. During a follow-up phone call only, the husband spoke about the issues experienced by his wife. The following summary of the event combines information from both conversations. After the iols were implanted the patient reported having issues. The patient sees clearly during the day. Her distance vision is ¿wonderful¿. The main complaint is halos at night that interfere with their depth perception to the point where she cannot drive at night. The patient only drives during the day due to the halos. The patient anticipated a full range of vision without glasses. However, the patient needs prescription glasses and a magnifying glass to read. She cannot read more than 5 minutes at a time, and this has persisted since her implants. The doctor said her vision is 20/20. The husband believes that because the iol is designed for full range vision, his wife should not require prescription glasses for reading. Reportedly, the vision in her left eye is better. The husband believes that something went wrong with her right eye. He heard the doctor say there was a fold or flap in the capsule or in the iris during the procedure. However, the husband also said that the doctor did not specify where the fold was located. He also stated that a week after the procedure in her right eye, medicine was applied and a cup was put over the eye for a week. No cup or medication was used on her left eye. Since the patient¿s physician retired, they sought a second opinion 6 months ago. (Six months from the date they contacted jnj). The second opinion doctor mentioned that there is a film/secondary cataract in her right eye behind the lens and recommended a yag procedure to clear the ¿film¿. The doctor indicated it may not correct the issue. The patient chose not to undergo the yag procedure due to concerns that the intraocular lens (iol) could not be explanted after the procedure. It was mentioned that the patient has not had lasik surgery and does not have astigmatism. No further information was provided. Note. Right eye manufacturer report number 3012236936-2026-0001609.

Manufacturer narrative:
Section a2, a4, a5, a6, patient information: unknown/not provided. Section b3, date of event: it was reported ¿soon after the implant¿. Section d6b, if explanted, give date: not applicable as the device remains implanted. Section h3, device evaluated by manufacturer: the device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempt was made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.